Event description:
It was reported that during an unknown procedure, there was no audible feedback when the instrument was fired. The surgeon tried the second fire which was stronger than the first one but there was still no audible feedback. When taking the instrument out of the surgical site, it was bleeding at that site. The staples were out of the instrument without forming b shape. The blade was deformed. Suture was used to support for the surgical site. A (B)(4) was also used. Surgery was prolonged 30 minutes.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information:patient lost of 300 ml of blood.

Manufacturer narrative:
(B)(4). Breakaway washer cut off center the analysis results found that the device arrived with the knife damaged; the breakaway washer was present with an off-center cut and the anvil shaft bent. This damage is consistent with the anvil being pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife and shaft by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. It should be noted to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality; it fired all the staples as well as completely cut the breakaway washer. Six staples were malformed; in addition, the washer cut was not a perfect circle due to the damaged knife and shaft. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Bipolar activated without pushing on footswitch during case. No injuries occurred.